Event description:
Related manufacturer reference #: 1627487-2019-08093. Related manufacturer reference #: 1627487-2019-08094. Related manufacturer reference #: 1627487-2019-09400. Follow-up information revealed the patient underwent surgical intervention wherein the entire drg system was explanted and replaced. (Reference MFR. Report# 1627487-2019-07873, 1627487-2019-08170, 1627487-2019-08906, and 1627487-2019-09286). The patient's ipg and additional lead have been added as new devices.